Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they were experiencing low blood glucose. Customer blood glucose as 21 mg/dl. Customer was treated with foods for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated symptoms related to low blood glucose that was sweating. The insulin pump will not be returned for the analysis.